Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. The reported event was not related to a combination of products; therefore, a compatibility review is not applicable. The reported issue cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the positioning rod broke during impaction. Surgical technique was used, and there was no patient impact or injury. There were no surgical delays or complications. There was also no foreign body retained. No additional information available.